Manufacturer narrative:
Analysis of the device confirmed the complaint. Visually, the distal tips had broken off the inner cutters which would have resulted in the reported event. The portions that became detached measured approximately 0.24¿ in length. The breaks occurred at the first proximal tooth valley. The outer assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the last distal tooth and valley while moving in a cw direction for one sample and ccw for the other which resulted in the observed break. There were no signs of misuse or mishandling. There was no evidence of concentricity issues or bends in the tube / shaft of either sample. There was uneven wear at the cutting tips which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that two blades failed during surgery while shaving polyps in the right nare. The blade tips broke while in the patient's nose. All pieces were quickly retrieved with no additional intervention and there was no known patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.